Manufacturer narrative:
(B)(4). This is a use error; therefore the sample was not requested and no batch review will be performed. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - failed to follow therapy steps. Complaint is confirmed and the assignable cause, patient changed out the cassette only and reused the disposable bags during therapy. There was no allegation of device malfunction reported by the customer; therefore, the sample was not requested for evaluation. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter?s technical service group for assistance to get the door open to the homechoice (hc). The care giver (cg) stated that she had an issue with the last set up, so, she replaced only the cassette not all of the bags too. The technical service representative (tsr) assisted the cg to restart therapy to get the door to open in order for the cg to reset up again with new supplies, both the cassette and bags. No patient injury or medical intervention was reported.